Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision for an unknown reason on an unknown date. No further information is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this report was submitted under the incorrect MFR#. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined this report was submitted under the incorrect MFR#. The initial report was forwarded in error and should be voided.